Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) /2015 with the following findings:.the pump's black box showed evidence of pump reboot events. The battery cap was found to be measured within specifications. The cap was fastened then unscrewed a half turn with no reboots occurring. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board.